Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient received 7,500 units of heparin prior to the insertion and implantation of the bifurcated and contralateral stent grafts. It was reported that there were no issues during the implantation process. The control/final angiogram revealed that there was an unspecific endoleak, after ballooning with a reliant balloon; the unspecified endoleak was still persisting. Due to the persisting endoleak at the time of implant another CT was performed a week later. There was still an endoleak present and the physician elected to explant the stent grafts and convert the patient to an open surgical repair. It was reported that ten days post index procedure, the stent grafts were surgically removed and the physician used a y-graft. It was reported that the patient passed away during the surgery due to a tear in the aorta. During the surgery, the aneurysm did rupture; therefore, it was necessary to clamp the aorta. The tear happened above the clamp, at the level of the diaphragm as a consequence of the clamp-process. The surgeon observed that there was a proximal type 1 endoleak and several type 2 endoleaks, caused through the mesenterica inferior and lumbal art eries. A review of films pre-implant show a saccular aaa; the neck is short and the iliacs are tortuous. Implant angio shows an endoleak near the left side of the bifurcated stent graft along springs 2 - 4. This appears to be a type IV; however cannot rule out a type 1 or type 2. Post-implant cta shows the stent graft just below the renal arteries. Cta/venous study shows contrast within the aaa sac (possibly from a type ii), and 3d recon shows two areas of contrast outside the stent graft however the endoleak type could not be confirmed.

Manufacturer narrative:
(B)(4). (Film evaluation). Evaluation, results: inherent risk of procedure (death, endoleak, conversion to surgical repair, rupture); patient's condition affected effectiveness of device (type ii endoleak); related to operational context (aortic clamping). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak); device failure related to user handling (aortic clamping).

Event description:
The device was explanted during surgical conversion due to a persistent endoleak of unknown type. The patient was initially treated for a 58 mm infrarenal abdominal aortic aneurysm. The proximal neck diameter was reported as 22.0 mm just below the lowest renal, tapering down to 18.7 mm in diameter, and 18 mm in length. The neck was angulated to 53 degrees. The patient received 7,500 units of heparin prior to the insertion and implantation of the bifurcated and contralateral stent grafts. It was reported that there were no issues during the implant process; however, final angiogram revealed that there was an unspecific endoleak. After ballooning the endoleak persisted, and the decision was made not to intervene and to monitor the patient. Approximately 2 weeks later, cta confirmed that the endoleak was still present, and the physician elected to explant the stent grafts and convert the patient to an open surgical repair. During the explant the physician observed that there was a proximal type I endoleak, and several type ii endoleaks coming from the inferior mesenteric and lumbar arteries. It was reported that he patient expired during the open repair as a consequence of the clamp-process; an aortic tear occurred above the clamp at the level of the diaphragm. Films (cta's) from pre and post-implant, and angio's during the implant procedure were returned and reviewed internally by a cross-functional team. The angiography at implant shows an endoleak near the left side of the bifurcate; along springs 2 - 4. This appears to be a type IV endoleak; however, cannot rule out a type I or ii endoleak. Cta's two weeks post-implant shows the stent graft just below the renals. The cta/venous study shows contrast within the aaa sac, possibly from a type ii, and the 3d reconstruction images shows two areas of contrast outside the stent graft however the endoleak type could not be confirmed. From the examination of the returned devices the cause of the proximal type I endoleak seen during the open repair could not be determined. Other than several fabric cuts observed on the ipsi and contra limbs, no other stent graft integrity issues were observed.